Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons works intermittently. Customer reported that the keypad overlay was peeling off that could have led to keypad anomaly. Customer had a low blood glucose of in the 30 mg/dl to 40 mg/dl and treated with food. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. P-cap or reservoir locked properly in place. Device received with pillowing keypad overlay.